Event description:
It was reported that stent positioning/placement problem occurred. A 10x60x75mm epic¿ stent was selected for use to cover the left iliac artery lesion. During deployment, the stent moved about 1cm from expected location. Another 10x60x75mm epic¿ stent was then deployed and overlapped for about 2cm to cover the remaining target lesion. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).